Event description:
Information received does not address the patient's clinical status but notes that after the device was implanted, noise was observed on the intracardiac electrograms (iegms). The noise persisted with a second programmer and after the atrial lead was replaced due to non-related oversensing. Another pulse generator was tested in the vicinity of the implanted device with no noise being generated. The physician elected to replace the device.